Event description:
Boston scientific received information that a remote monitoring system detected a low shock impedance measurement on this right ventricular (rv) lead. The boston scientific field representative reports that the cause of the out of range shock impedance was when the patient was working in an operating room near electrocautery. The rv lead and device were interrogated and found stable impedances and normal device function. This issue will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was later explanted. No adverse patient effects were reported.